Manufacturer narrative:
Continuation of d10: product ID 3778-45 lot# serial# (B)(6) implanted: (B)(6)2011 explanted: (B)(6)2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the patient decided to replace his leads with new leads.

Manufacturer narrative:
Continuation of d10: product ID 3778-45 lot# serial# (B)(6) implanted: (B)(6)2011explanted: (B)(6)2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the product was not being sent back for analysis as it was cut and disposed of by the account.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 22-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient fell sometime in (B)(6),  they tried to increase their stimulation and their programmer was telling them it was not working. The manufacturer representative interrogated their ins on (B)(6) 2021 and confirmed there was no connectivity on contacts 0, 4 <(>&<)> 5 on their left lead. The ins was reprogrammed on the a,b, <(>&<)> c groups to solely be on the right lead and the patient expressed they were receiving full coverage on their chronic pain areas. The patient stated the messages on their programmer and decrease of pain relief began after their fall from their bed in july and confirmed they did land on the left side of their body. It was noted if the reprogramming ever did not cover the patient's pain, that a left lead revision would have to be considered.